Event description:
It was reported that the patient underwent anterior/posterior fusion l4-5 and l5-s1 with harms interbody cages, rhbmp-2/acs and bone graft extender used in the anterior approach; and bone graft extender, rhbmp-2/acs, screws and rods in the posterior approach. Iliac bone graft was also utilized in the procedure. Sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.